Event description:
A report was received that the location of the patient's ipg was causing the patient pain at the pocket site. The patient also reports feeling warmth while charging. Database analysis of the ipg shows all values were within specification. The physician has recommended a pocket revision.